Event description:
Patient self tester called alleging discrepant inratio values. (B)(6) 2015 inratio: 1.4. (B)(6) 2015 inratio: 1.2. (B)(6) 2015 inratio: 2.5; repeat inratio: 1.2. Three to four hours between tests on (B)(6) 2015 patient's therapeutic range 1.9 - 3.1. No reported adverse patient sequela. Patient reported multiple finger sticks on same finger. Sample not applied immediately after fingerstick. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Several technique issues were identified in the complaint. These cannot be ruled out as a cause for the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provide based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.